Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that she felt "lightheaded", "dizzy", and "forgetful" when the "old pacemaker went out". The device was removed and a new device implanted. No further patient complications have been reported as a result of this event.